Event description:
Caller tested 3.9 inr and 4.0 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. Approximately 3 hours prior to the reported results the caller had inadvertently taken coumadin 2.5 mg instead of 7.5 mg the day before the results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.